Event description:
A customer in the united kingdom reported unintended movement of a dx-d 100 system. The user stated the system was being moved when it accelerated into a wall and began beeping. There were no patients involved. The local agfa field service engineer responded to investigate the issue and completed several system checks. During the investigation, agfa service replaced the dmc board and the system worked as intended. There have been no additional reported events. As part of the device investigation by agfa and the supplier, the removed board was tested and worked as intended. The root cause for the reported event is unknown. There has been no reported harm to patient or users for this event.

Event description:
This supplement report #1 is being submitted to correctly identify this report as part of the vmsr (voluntary malfunction summary reporting) program. The below event description (b5) has been updated to include the number of events. This report summarizes <noe> 1 </noe> malfunction event. A customer in the united kingdom reported unintended movement of a dx-d 100 system. The user stated the system was being moved when it accelerated into a wall and began beeping. There were no patients involved. The local agfa field service engineer responded to investigate the issue and completed several system checks. During the investigation, agfa service replaced the dmc board and the system worked as intended. There have been no additional reported events. As part of the device investigation by agfa and the supplier, the removed board was tested and worked as intended. The root cause for the reported event is unknown. There has been no reported harm to patient or users for this event. Also section report: exemption/variance number is updated to: vmsr.